Event description:
It was reported that during a biopsy procedure, the gun misfired from the 2nd pass and penetrated dr's left index finger approx 3-5mm. No tissue was taken out of the dr's finger and they did not require shots or stitches. No further complications were reported.